Manufacturer narrative:
The investigation for the reported pump stop issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the easy guide lumen was seen still in the pump. The root cause of the out of body pump stop was the failure to remove the easy guide lumen before turning on the pump. Impella cp with smartassist for use during cardiogenic shock and high risk cpi instructions for use for the related event are as follows: section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support. During implantation, the impella was accidentally started outside of the body while the easy guide lumen was still in place. The pump was unplugged from the automated impella controller (aic), this pump was removed and a new impella was successfully placed. There was no patient harm reported, and this device was replaced.